Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and the patient received inappropriate high voltage therapy. All electrical measurements were normal. No intervention was performed and the asymptomatic patient would continue to be monitored.